Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that on 3 separate occasions over a couple of days, the patient experienced speed drops as low as 2200 rpms and felt faint while connected to the power module patient cable. The patient returned to the hospital on battery power without exhibiting any alarms. The power module patient cable was exchanged for another prower module patient cable and no further alarms or speed changes were reported. The percutaneous lead was visually inspected and a continuity test was performed on (B)(6) 2012 by the manufacturer's technical services representative and all testing passed. The patient is currently at home and doing well.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.